Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra 2 meter displayed inaccurately high results compared to another (unknown) paramedic meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the subject meter began reading inaccurately between (B)(6) and (B)(6) 2017. He stated that he obtained an alleged inaccurately high blood glucose result of ¿418 mg/dl compared to 99 mg/dl on the other meter¿. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient was unable unwilling to say how he manages his diabetes or if he made any change to his diabetes management routine as a result of the alleged product issue. On an unknown time after the alleged issue began he reported that he developed symptom of sweaty. The patient was unable unwilling to say if he received any treatment. During troubleshooting, the patient confirmed that the meter was set to the correct unit of measure and the sample was taken from an approved sample site. The cca noted that the correct testing steps were carried out. The test strips were not expired and had been stored correctly. The test strip vial was neither cracked nor broken. The patient did not have control solution to perform a test. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.